Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Patient alleges she has suffered pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if add'l info comes to its attention.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. Upon completion of the device history records review, a f/u report will be submitted. This report is based upon allegations made in a lawsuit in which atrium medical is name defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit and described herein are or were defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff.